Event description:
Customer reported that the user observed a distorted image and the kv tracked to 120kvp during an orthopedic procedure in 2007. It was not clear if the procedure was completed with this c-arm or if another one was brought in to complete the case. No injuries.

Manufacturer narrative:
Gehc service personnel verified broken video line in hv cable. Observed communication fail message on debug monitor while flexing hv cable. Replaced cable. Measured kv tracking at 62/72/80. Measured max dose at 8.3 r/min in normal mode and 17.3 r/min boosted. Verified resolution and system function.